Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Device remains implanted.

Event description:
A food intolerance, food blockage and vomiting was reported by a patient enrolled in the (B)(6) registry. The band was completaly deflated and the issue was resolved. The patient has not been seen since this deflation.